Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 alleged false positive results. Customer states they were also positive with another brand of rapid antigen test but negative by 2 pcr tests. Customer states they were covid positive about 2 months prior. Report 1 of 2.